Event description:
The customer called because she believed that the insulin pump delivered 60 units of insulin on its own while she slept. The customer stated that she only uses the insulin pump for the basal rates, and feels that the insulin pump was tampered with wirelessly to have the boluses delivered. The customer declined troubleshooting, stating that insulin was not made by humans. The customer talked about chemical warfare and biological microbs that the insulin is made of. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.